Event description:
Event description this device was returned to boston scientific due to high defibrillation thresholds. Subsequently, this device was pulled from archive for further analysis testing.